Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed a faulty solenoid manifold causing unit to alarm transducer fault and auto cycle. The service technician replaced the solenoid manifold assembly and unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 1200 was auto cycling and alarming transducer faults. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.